Event description:
Pt presented to md's office complaining of pain radiating through the lt groin, inner and upper thigh, and radiating to the knee as well as difficulty with lifting the foot over a short door jamb. X-ray showed separation of the prosthesis and the top of the femur.